Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The target lesions were located in the left superficial femoral and the popliteal arteries. A 6.0x40mm sterling balloon catheter was used for dilation. Inflation was performed an unspecified number of times at nominal pressures, using a 50/50 contrast-saline. During deflation of the balloon utilizing a syringe, the balloon was noted to be very "sticky" and would not fully deflate; this issue occurred a number of times. After much effort, the balloon was able to be fully deflated and removed intact. The procedure was completed successfully with this device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The target lesions were located in the left superficial femoral and the popliteal arteries. A 6.0x40mm sterling balloon catheter was used for dilation. Inflation was performed an unspecified number of times at nominal pressures, using a 50/50 contrast-saline. During deflation of the balloon utilizing a syringe, the balloon was noted to be very "sticky" and would not fully deflate; this issue occurred a number of times. After much effort, the balloon was able to be fully deflated and removed intact. The procedure was completed successfully with this device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was received partially inflated. There was dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The catheter was soaked in water to dissolve solidified contrast in the inflation lumen. A .018" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp). The device maintained rbp for 5 minutes with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'not confirmed'.(B)(4).